Manufacturer narrative:
Report amended to reflect test results from issue sample.

Event description:
It was reported size 3/0 pga suture being weak and fraying upon use. (Lot# 190424-62) there was patient involvement but no indication of an adverse event. The surgery wasn't delayed greater than 30 minutes.

Event description:
It was reported size 3/0 pga suture being weak and fraying upon use. (Lot# 190424-62) there was patient involvement but no indication of an adverse event. The surgery wasn't delayed greater than 30 minutes.